Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Provider stated the front horizontal bar that the seat sits on was bent and the user is under the weight capacity.